Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing and under detection on the ventricular channel. Technical services (ts) reviewed the reports and provided reprogramming recommendations. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing and under detection on the ventricular channel. Technical services (ts) reviewed the reports and provided reprogramming recommendations. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted as the patient received a heart transplant. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing and under detection on the ventricular channel. Technical services (ts) reviewed the reports and provided reprogramming recommendations. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted as the patient received a heart transplant. The device was returned for analysis. No adverse patient effects were reported.